Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had an electrical code 50 after bootup. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cs300 intra-aortic balloon pump (iabp) had electrical test fail code 50. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing d671-00-0004 pcb, motor controller. Fse then tested and calibrated the device to factory specifications. Iabp was then returned to customer for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received pcb, motor controller, with a reported unit failure of an electrical test failure code #50. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual. Tested the motor controller successfully with no issues. Fat was not able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.